Event description:
On 12-13-97 the physician implanted into a pt's right and left nasolabial folds without any complications. He used 5.0 prolene sutures to close the incisions. The implant placement was correct. The pt had no facial bruising, redness of swelling on that date. The physician prescribed aspirin for pain as needed and zithromax for 5 days as standard post op meds. 12/22/97 the upper area of the left nasolabial site was red, warm and tender to touch; the onset date was unknown. The physician diagnosed an infection, removed the implant and prescribed keflex for 10 days. The right nasolabial site was asymptomatic. 1/9/98 the pt reported by telephone that the explant site was healing well with no discomfort/ 1/14/98 the pt was seen by another physician for followup. He assessed both right and left sites as well healed and free of signs and symptoms of infection. The explant site was freely mobile, without distortion. The physician did not believe the pt sustained any serious or permanent damage related to this event. No further medical treatments of interventions were planned.